Event description:
It was reported that sometime post a port placement, the catheter allegedly took an odd direction at the level of the clavicle and attempts at straightening it were unsuccessful, but the catheter functioned well without any difficulty. It was further reported that two years, two months and twenty-six days post the port placement, in the process of removing the port, the connector that holds the catheter onto the port body was allegedly found to be fractured lengthwise in half and was not intact. Furthermore, the pieces were separate from each other but held within a fibrous capsule, and a small broken piece had moved slightly. Reportedly, the capsule was grossly dissected, and the pieces were removed with forceps. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one bardport titanium l/p implantable port, one catheter segment, and one cath-lock in two segments were received for evaluation. One electronic photo and image were provided for review. Gross, visual, microscopic, tactile and functional testing were performed on the returned device. One cathlock into two segments was noted. Tool damage was noted to both segments of the cath-lock. Therefore, the investigation is confirmed for the reported cathlock fracture and material separation. However, the investigation is inconclusive for the reported migration issue as the exact circumstances at the time of reported event is unknown. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 04/2025), g3, h6 (method) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo and an image were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 04/2025) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, the catheter allegedly took an odd direction at the level of the clavicle and attempts at straightening it were unsuccessful, but the catheter functioned well without any difficulty. It was further reported that two years, two months and twenty-six days post the port placement, in the process of removing the port, the connector that holds the catheter onto the port body was allegedly found to be fractured lengthwise in half and was not intact. Furthermore, the pieces were separate from each other but held within a fibrous capsule, and a small broken piece had moved slightly. Reportedly, the capsule was grossly dissected, and the pieces were removed with forceps. The current status of the patient was unknown.